Manufacturer narrative:
H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the both seals were intact. The customer stated problem was duplicated, during start up/self test. Force sensor error caused by the force sensor be out of calibration due to cracked screw boss on left plunger case. Replaced left plunger case for the repair. The cause of the reported problem was traced to normal wear of the device (device in use for 7 years). A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Manufacturer narrative:
Other, other text: additional information was received indicating issue was found during preventive maintenance.

Event description:
Information was received indicating that a smiths medical medfusion 4000 pump exhibited fail sensor. No adverse effects were reported.